Manufacturer narrative:
Additional information section h4 - device mfg date the field service representative (fsr) inspected the instrument, performed troubleshooting, and discovered the reagent 1 alinity c-series reagent probe was slightly bent. The alinity c-series reagent probe was replaced and calibrated which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, review of complaint and trending data associated with the alinity c-series reagent probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the alinity c-series reagent probe were identified.

Event description:
The customer observed falsely elevated chloride (cl), and sodium (na) results generated on the alinity c processing module for a 50-year-old female patient sample. The following data was provided (customer¿s reference ranges: cl 96 ¿ 110 mmol/l, na 135 ¿ 145 mmol/l): sample ID (B)(6) cl initial result = 148 mmol/l, repeat result = 108 mmol/l, repeat result on another instrument (B)(6) = 109 mmol/l; new sample obtained and run on another instrument (B)(6). Result = 108 mmol/l na initial result = 180 mmol/l, repeat result = 143 mmol/l, repeat result on another instrument (B)(6) = 142 mmol/l; new sample obtained and run on another instrument (B)(6). Result = 140 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated chloride (cl), and sodium (na) results generated on the alinity c processing module for a 50-year-old female patient sample. The following data was provided (customer¿s reference ranges: cl 96 ¿ 110 mmol/l, na 135 ¿ 145 mmol/l): sample ID (B)(6). Cl initial result = 148 mmol/l, repeat result = 108 mmol/l, repeat result on another instrument (B)(6) = 109 mmol/l; new sample obtained and run on another instrument (B)(6). Result = 108 mmol/l. Na initial result = 180 mmol/l, repeat result = 143 mmol/l, repeat result on another instrument (B)(6) = 142 mmol/l; new sample obtained and run on another instrument (B)(6). Result = 140 mmol/l . No impact to patient management was reported.